Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead helix would not extend after the lead was placed. The lead was removed and the physician tried to extend the helix while out of the vasculature but the helix still would not extend. The lead was removed from implant. A new lead was implanted. No patient complications have been reported as a result of this event.